Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). No sample and/or lot number were provided. Further investigation of the complaint is not possible without a sample and/or lot number. The reported defect was unable to be confirmed. The actual defective device is valuable tool in investigating the cause of this incident. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Event description:
As reported via medwatch number mw5175724: describe event or problem: reporter called to report a malfunction with the b. Braun streamline bloodline. Reporter stated that the device triggered the air detector alarm on the dialysis machine. Air bubbles were identified in venous line and could not be removed despite attempts. The bloodline set was replaced with a new device, after which treatment was able to continue without further issues.